Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial pace is capturing, but was getting an atrial refractory event 60 msec after during real time telemetry. Could not get enough atrial sensed beats to get a p-wave size. The device is still in use. No patient complications have been reported as a result of this event.